Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end plastic cover, nozzle, and bending section cover have biofilm in all the pieces, forceps pass with difficulty was found instrument channel damage, auxiliary water channel with white residue. A root cause could not be identified. The most probable cause of the malfunctions forceps passes with difficulty was found instrument channel damage is traced to component failure. The reported malfunctions plastic distal end cover, nozzle, and bending section cover have biofilm in all the pieces and auxiliary water channel with white residue are related to cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the distal bending rubber section of the subject device had biofilm that cannot be washed off. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.